Event description:
It was reported a patient experienced a myocardial infarction (mi) coincident with peritoneal dialysis (pd) therapy on the homechoice. On an unknown date, while hospitalized, the patient had a cardiac stent placed. The cause of the mi was unknown. The patient was discharged from the hospital five days later and was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Additional information: patient weight known from the logs. The device was originally manufactured in 1995. As the death was not matched to this device until after the device had been serviced, a complete device analysis could not be performed to investigate the reported death. However, a review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.